Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the stimulation shutting off and increasing/decreasing on its own was due to just normal everyday use. The patient stated that they don¿t know if they did anything different. They indicated that they reset the device, but the issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their therapy is turning off by itself. They indicated that this has been occurring since about the 2nd week after implant. The patient also stated that the stimulation will increase or decrease by itself without them doing anything. They confirmed that the adaptive stimulation was not enabled. The patient mentioned that they tried to contact their healthcare provider for assistance, but the va program they were is no longer in existence, and they can¿t afford to pay for visit the doctor. The patient stated that they need to use their programmer to activate MRI mode. They mentioned that they tried to do it on their own but now they can¿t get back to where they need on the programmer to adjust the intensity. Patient services reviewed how to activate MRI mode, and the patient confirmed seeing the full body eligible icon. Patient services also assisted the patient with general programmer use, and it appeared the patient changed to group g on accident and needs to get back to a. The patient was able to change back to group a and make amplitude adjustments to programs 1 and 2. The patient stated that they don¿t know what they are doing anymore because their mind doesn¿t work like it used to. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.